Event description:
Female patient undergoing laparoscopically-assisted vaginal hysterectomy w/bilateral salpingo-oophorectomy, posterior colporrhaphy during which the cutting forceps quit working; doctor grasped tissue and the cutting forceps did not make a noise and did not function.